Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An associate nurse manager reported that the a2079 mayfield infinity xr2 base unit slipped during an operation. There was no further information provided regarding patient involvement. On (B)(6) 2018, additional information was received stating that the event occurred on (B)(6) 2018 during an unspecified procedure. The device was in contact with patient. The surgeon did not believe that there was patient injury. There was approximately a 15-minute surgery delay as the physician had to check the device and break scrub. There was no known adverse effect to the patient.

Manufacturer narrative:
The device was not returned for evaluation. The device history record reveals no abnormalities are related to the reported incident. Root cause is unknown.

Event description:
N/a